Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The root cause for the failure was that the dn to rear te cable was pulled from the strain relief, breaking the pulse wire solder joint in the distribution node. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.